Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection was performed and broken occluder legs beneath the twist clamp was observed. The reported condition was verified. The cause of the condition could not be determined, however exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer of set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist sleeve and main body of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.